Manufacturer narrative:
(B)(4). Analysis of the pump found motor feedthru anomaly, shorting across insulator. Interrogation of the pump determined it was used to infuse hydromorphone 10 mg/ml at 0.062, minimum rate.

Event description:
The pump was returned to the manufacturer. The return paper work indicated the pump was returned for disposal only. The pump indication for use (IFU) was listed as non-malignant pain and degenerative disc disease.